Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. According to device inspection, the reported issue was caused by a component failure of the high voltage power supply (hvps) board and found heavy corrosion on hvps board. Based on the results of the investigation, the hvps board failure is an electrical/electronic component problem. Based on the investigation, for corrosion on hvps board, the most likely cause is a time-related deterioration. However, the definitive root cause of the failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported by olympus field service engineer that the generator displayed error code e-433. The issue occurred during an unspecified procedure during sedation when device was inside the patient. There were no reports of patient harm.